Event description:
Complainant alleged that during a routine shift check by clinician, the device failed to charge. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and was attributed to a faulty capacitor on the hv module. Analysis of reports of this type has not identified an increase in trend.